Event description:
It was reported that, during a total knee replacement, gii was used. While installing the gii ps insert sz 3-4 9mm, the front edge of the insert only could be partially stuck in: the insert came out when resetting. The problem was repeated several times. The surgery was completed, with no delay, by using a different implant, which drove to a change of the original plan. The patient was not harmed.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from the attempted insertion. The device was manufactured in 2018. The medical investigation concluded that no relevant clinical information has been provided to perform a thorough medical investigation. Without the requested relevant clinical information, a thorough medical investigation cannot be rendered. Per report, due to an connection problem, the surgeon had to use a change in surgical technique (different implant was used to complete the procedure). A backup device was available to complete the procedure and there was no reported harm to the patient. Should relevant clinical information be provided this complaint will be re-assessed. Therefore, no further clinical/medical assessment is warranted at this time. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a fit/sizing issue or improper surgical technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.